Event description:
It was reported the patient was still not having pain relief and was having issues like she was with the others (refer to manufacturer reports # 3004209178-2009-05852 and 3004209178-2014-21890). The pump was pumping too much drug or not pumping out any drug. The patient felt like she was going to be having the feeling of severity she had with the first pump. The dose and concentration were changed 2 weeks ago due to an increase in pain. Last night the patient felt like the pump had been turned off. The patient felt she was going through detox. The pain was coming back and she was very tired. She used the bolus 3 times yesterday and normally could feel the numbness, but she felt no relief at all. The patient felt the pump was not doing what it normally did or should do. Last night the patient went to bed early due to pain and today there was no pain, but a lot of numbness and numbness in the upper body. It was speculated the reason for the medication variation was due to the medication crystallizing within the catheter causing a blockage which made her feel sick. It was speculated that as the medication built up and broke through the crystallization she got too much at one time into her spine. The dose was decreased to see if it would make a difference. The system was being used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
The device codes and evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2019. The patient reported they had their pump removed due to issues and now they have a different manufacturer's device implanted. No further complications were reported or anticipated.